Manufacturer narrative:
The involved unit was returned and evaluated. After extensive testing and examination, a stray, leaking fiber in the oxygenator bundle was identified as the probable cause for the reported substandard gas transfer performance. All units are leak tested during production, and there were no indications of any production related problems in the device history records. A review of the complaint files confirmed that this lot has not been reported previously. As a precaution, all manufacturing personnel have been informed of this report in order to heighten their awareness. The device labeling does address the potential for such an occurrence with specific directions to prime the entire oxygenator circuit while thoroughly checking for any signs of leakage prior to use. Gas transfer performance under standardized conditions is also addressed in the device labeling. All available information has been placed on file for use in quality assurance tracking, trending and follow up.

Event description:
The user facility reported that during bypass, sufficient gas transfer was not being achieved. Because the gas exchange performance was less than usual, the perfusionist decided that it was necessary to change out the unit. The user facility reported that the procedure was then completed successfully. The blood loss reported as a result of the change out is estimated to be 500-700cc. Follow up communication with the user facility confirmed that there were no ill effects to the patient post-operatively.